Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate electric shock due to electromagnetic interference (emi) by tens at physical therapy. Afterwards central chest discomfort, since resolved. It was recommended avoiding tens. Currently, this product remains in service and no additional adverse patient effects were reported.